Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the switch is distorted, the light guide lens was chipped, the glasses adhesive was uneven/worn, the plastic distal end cover was worn, the bending section cover rubber glue was lifting, low angulation, the knobs had play, and the device failed the electrical safety test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that switch 1 doesn¿t work at all and feels loose on the evis lucera elite colonovideoscope. The issue was observed during maintenance and there was no patient or procedure involved in this event. The device was returned to olympus for a device evaluation and found remnants of white crystallized contamination which is believed to be a simethicone type product within the air/water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The cause of the material remaining in the device could not be specified. There was no reported damage to the area where the foreign material was detected that would hinder reprocessing and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.